Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The device's tip did not show signs of wear or damage. No burn or arc damage is seen. Product was out of the original packaging. No packaging returned. The opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected. No smoking happened during testing and no issues with overheating occurred. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). Patient identifier must be in blank. There is confirmation a patient was involved but there is no specific data of the patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an adenoid case, the surgeon felt that the procise max wand was hot. The surgeon took out the wand and tested by pressing the ablation pedal where there were smoke seen from the tip of the wand. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.